Event description:
The customer reported that the pump had an alarm. During the call the customer stated that they were hospitalized for high blood glucose and dka. Troubleshooting was performed. The programming and bolus history in the pump were accurate. In addition, a lead screw test and high-pressure test were completed and passed within specifications. Instructed customer to change the infusion set/site and use manual injections as per md protocol.